Manufacturer narrative:
This report is submitted on october 22, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced chronic infections, wound breakdown and device extrusion. Subsequently, the device was explanted on (B)(6) 2018 and the patient was not reimplanted with a new device during the same surgery, to allow time for the implant area to heal.

Manufacturer narrative:
This report is filed on october 26, 2018. (B)(4).

Manufacturer narrative:
It is now reported that the patient was treated with oral and topical antibiotics in (B)(6) 2018. This report is filed on november 07, 2018.